Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter pro duct ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 18-apr-2022 and it was reported that per the patient¿s mother, the patient had intermittent symptoms of baclofen withdrawal sin his pump replacement in august 2021. The patient¿s mother denied falls or trauma in regards to if any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a new catheter was placed 07-sep-2021 to correct baclofen withdraw. The patient¿s mother reported that it worked for a while, but the patient has been having intermittent symptoms of withdraw over the past few months. The actions and interventions taken to resolve the issue was a full system replacement. Prior to explanting old system, the physician was able to aspirate the catheter from the cap (catheter access port) chamber. The pump and catheter were replaced as a precaution and replaced with a new pump and catheter on 18-apr-2022. The patient status was noted as alive, with injury, the injury noted as the patient has been having symptoms of baclofen withdraw since his replacement in august 2021, the patient¿s mother reported increase in spasms and intermittent sweating. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event. It was noted the pump was delivering gablofen 2000mcg/ml at 129.3mcg/day.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 142.3 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient came into the ER (emergency room) today with withdrawal symptoms and they were wanting to have the pump checked to make sure it was working properly. Per the hcp, they thought it may be related to the pump since the patient¿s pump was replaced just last week due to normal battery depletion. The hcp confirmed the pump was not audibly alarming. Additional information was received that reported that the patient was having symptoms of baclofen withdrawal. The healthcare provider did not specify what symptoms. The company representative was called to check the patient¿s pump on (B)(6) 2021 for motor stalls. There were no motor stalls or pump alarms. The environmental, external or patient factors that may have led or contributed to the issue was the patient had a pump replacement on (B)(6) 2021. The catheter was aspirated that day and the patient had good csf (cerebral spinal fluid) flow. The diagnostics and troubleshooting performed was a dye study was completed today, (B)(6) 2021 and the dye study was normal. The physician decided not to change the catheter or pump and will continue to monitor the patient for worsening symptoms of baclofen withdrawal. The actions and interventions taken to resolve the issue was per the physician, they will continue to monitor the patient. No changes to the pump or catheter at this time. The patient¿s status was noted as alive, with injury. The patient had progressive symptoms of withdrawal since their pump replacement on (B)(6) 2021. The physician did not list symptoms. The issue was not resolved at the time of the report. Additional information received from a healthcare provider (hcp) reported that the routine pump replacement symptoms were suspicious after a possible baclofen withdrawal. Catheter was aspirated with contrast. No problems with the pump or catheter were noted. The hcp noted that it was felt to be a reaction to the surgery. The proximal catheter was replaced and the symptoms were resolved.